Manufacturer narrative:
The device and ear probes were received for evaluation. Visual and functional testing were performed: the device was in good condition with no physical damage or defects noted; the reported erratic reading was confirmed and isolated to the ear probes. The oximeter was found to be operating as intended and acquired readings accurately within specifications when tested on a multiparameter simulator and when finger sensors were used. The root cause of the reported issue was found to be a supplier issue. The malfunctioning ear probes and detector sensitivity to noises was causing erratic readings. The failure resulted from malfunctioning accessories (ear probes) shipped with the monitor. Monitor to return back to germany service center along with accessories except the ear probes. Non conformance report request was submitted for further investigation into the failure and needed actions for proper disposition of the ear sensors. A device history record (DHR) review is not applicable because the manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. Additional information has been requested from the supplier. (B)(4)

Event description:
It was reported that with use of the device the size of the ear probe was too big, proved difficult to position properly and the readings were very erratic. No patient injury was reported.